Event description:
It was reported, it was taking much longer to obtain telemetry both with the physician and pt programmer. The hcp indicated that another nurse stated that the pt's pump was not working, that it was not delivering medication, and she could not "program" it. The hcp noted the nurse stating the info was not a clinician that usually refilled the pump and did not have a physician programmer to program pt's pump. The error code, poor communication, was noted with or without an antenna. Distortional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4)